Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had failed battery and blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the other night her pump fell off the bed and the screen was off. Customer stated that it took her 5 minutes to get it to come back up, she changed the battery and got a battery out limit message. Customer stated that she will randomly get a failed battery test without removing the battery, today and yesterday the screen gave her a failed battery test and the pump is turning off, she has tried multiple batteries. Customer stated that this started 5 days ago. Customer stated that pump has a few small scratches in the screen. Customer stated that the pump dropped and hit the floor which is carpeted. Customer states the contacts on the battery cap are damaged. Sending battery cap to customer and she will call back if the issue continues. The insulin pump will not be returned for analysis.